Event description:
It was reported that the ilet device¿s touchscreen was cracked, consistent with a screen breakage hardware issue affecting the device display component. Symptoms included no injury and no alerts or alarms reported. Outcomes included continued ability to manage diabetes using cgm independently if needed and planned replacement logistics discussed with the user. Investigation included troubleshooting and user education on shutdown procedure, data syncing to the mobile app, return process, and start-up requirements for the replacement device. Investigation of this case revealed a damaged touchscreen with no associated device alerts. It was concluded that the event involved a hardware screen failure without patient harm and that replacement and return procedures were communicated.